Manufacturer narrative:
No report of patient involvement. The hospital reported that the breathing circuit was swapped and the breathing system was reseated, resolving the reported complaint.

Event description:
The hospital reported that, during a preoperative checkout, mechanical ventilation stops and the unit alarms for high positive end expiratory pressure. There was no report of patient involvement.